Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during fill one of peritoneal dialysis therapy. It was reported that the patient¿s current fill volume was 2700ml, the last fill was 2500ml and with no day exchange, the patient usually drained out 2000ml in initial drain. The patient explained that they had an unrelated alarm and drained about 300ml at the time of initial drain, after which the device proceeded to fill 1. The patient felt overfull after the device filled them with 2298ml. The technical service representative (tsr) explained to the nurse that the initial drain alarm that is set at 0ml was dangerous and could lead to overfill. The tsr assisted the patient with performing a manual drain and the patient drained 4532ml after which, they felt perfectly fine and wanted to complete the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. It was reported that that the initial drain alarm was set at ¿0¿ and incorrect programming of the initial drain alarm setting could have caused or contributed to the increased intra-peritoneal volume (iipv); however, the device was not returned for evaluation and the reported event could not be verified. Should additional relevant information become available, a supplemental report will be submitted.